Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, three lenses were scratched. It was noticed during implantation of the lens and one of the lenses had to be explanted. There was patient contact however no patient harm. Sample has been discarded. Additional information has been requested and received stating that lens was explanted and replaced with new lens on the same day. There are two medical reports associated with this patient. This file belongs to the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during surgery, three lenses were scratched. It was noticed during implantation of the lens and one of the lenses had to be explanted. There was patient contact however no patient harm. Sample has been discarded. Additional information has been requested and received stating that lens was explanted and replaced with new lens on the same day. There are two medical reports associated with this patient. This file belongs to the right eye.

Manufacturer narrative:
Correction information has been provide in d.4. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4), h.10 reflects all related report numbers associated with this product event that have been submitted at this time.